Manufacturer narrative:
The pump passed displacement test, rewind, prime/seating, basic occlusion test, occlusion test, force sensor test and self test. No relevant alarms during testing. Increased and decrease the brightness levels of the pump and backlight is properly functioning. Pump successfully downloaded traces and history file using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained). In conclusion, no current code/category and backlight anomaly were not confirmed. Unable to verify low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the suspend on low option does not work, back light anomaly. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-1880l, mmt-242a, mmt-332a. Troubleshooting was initiated for backlight anomaly and low blood glucose. No further patient complications were reported. It was unknown whether continued using the device or not. No product return is required for mmt-1880l. No product return is required for mmt-242a. No product return is required for mmt-332a.